Manufacturer narrative:
An event of perivalvular leak (pvl) and device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible implant depth contributed to the reported migration; however, this could not be confirmed. The reported pvl appears to be a cascading effect of migration. The reported unexpected medical intervention was a result of case-specific circumstance as post-dilatation was performed. The reported surgical intervention was a result of case-specific circumstance as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The perimeter of the aortic annulus was measured as 75.2mm. Pre-dilation was performed with a 21mm non-abbott balloon. During the procedure it was noted that the patient had a low gradient and a tapered left ventricular outflow tract (lvot). The starting implant depth at 80% was 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The final implant depth was 5mm from the ncc and 5mm from the lcc. Post-implant the device embolized towards the ventricle, 20mm from the ncc. The patient presented with a moderate-severe perivalvular leak. A 21mm non-abbott balloon was used for post-dilation and to attempt to move the device higher. A non-abbott valve was implanted valve-in-valve to treat the leak. Post-valve-in-valve the leak went down to trace. The user believed that the patient's low flow and low gradient contributed to the device migration. The patient status was stable.